Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot up and was found to be perpetually rebooting. The receiver functional test was attempted but could not be performed. Manual "try it" testing was attempted but could not be performed. The receiver case was opened for an interior inspection and the u1 pcba was detached to retrieve the receiver download. It was reviewed and no errors related to the complaint were observed in the log. The speaker resistance was measured and found within specification. The reported event of an intermittent audio output was undetermined. A root cause could not be determined.